Event description:
It was reported that the programmer would interrogate devices but would not run tests. The service disk was ran, the latest software was loaded, and trial tests were performed. The programmer appeared to be functioning but was returned to the manufacturer for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The link electronics module printed circuit board was found out of electrical specification during functional testing. Right keyboard hinge found broken.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.